Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nipping inside of mouth [mouth injury]. Nipped - lips [lip injury]. Spinning brushheads are coming loose [device breakage]. Spinning brushheads are coming loose and nipping inside of mouth [injury associated with device]. Case description: a consumer reported that while her husband used an oral-b rechargeable toothbrush, version unknown the spinning head of the oral-b precision clean brushhead came loose and nipped the inside of his mouth. The case outcome was unknown.